Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; product identification/expiration date - unknown; date implanted - unknown; date explanted - unknown; the PMA/510(k) number; manufacture date ¿ unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a hip arthroplasty procedure on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date. Additional information received noted that the reason for the indicated revision was pain however due to the patient's anatomy no revision procedure will be performed.

Event description:
It was reported that patient underwent a hip arthroplasty procedure on an unknown date. A custom tri-flange acetabular component has been requested for this patient and an upcoming revision procedure has been indicated. The reason for the upcoming revision procedure is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay revision will not be with a custom triflange, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a hip arthroplasty procedure on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.